Event description:
A report was received that following the implant procedure the patient expressed his legs were numb, but that the feeling was coming back after a few hours, and the patient was discharged. The following morning the patient had no feeling in his lower extremities, could not move his legs and could not urinate. The patient was admitted to the hospital and underwent an explant procedure. The patient did not regain feeling in his legs, however was able to move a few toes. The patient was also having bladder and colon issues. The physician does not know what caused the patient¿s symptoms, but does not think the issue was device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-2218-70, serial #: (B)(4), description: linear st lead 70cm; model #: sc-4316, lot #: 17603550 & 17812625, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.